Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that she took the correct amount of insulin, and she changed her set and her blood glucose went up to 500 mg/dl. The customer stated that she was nauseous and dehydrated. The customer was advised to contact her health care provider regarding her high blood glucose readings. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions. The customer declined to troubleshoot.